Manufacturer narrative:
The full lead was returned and analyzed. Analysis found no anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lv lead showed a high pacing threshold, and the lead implant attempt was abandoned. It was added that because the lv lead was abandoned in the patient, it was unable to be determined if the high threshold was due to the anatomy, or activity, of the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.